Event description:
It was reported that during a meniscus repair surgery, fast fix t2 fell off from the inserter. Both t implants were removed with tweezers. Surgery resumed after a non-significant delay of less than 30 minutes with a competitor starsportmed device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(b)(4.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4).. H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it cycles as designed. An analysis of the customer provided images found two fast fix on a table and their original boxes, both pictures show the devices without the anchors and sutures, there is a thread beside one of the devices. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended actuation of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found two fast fix on a table and their original boxes, both pictures show the devices without the anchors and sutures, there is a thread beside one of the devices. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, two (2) fast fix t2 fell off from the inserter. Both t implants were removed with tweezers. Surgery resumed after a non-significant delay of less than 30 minutes with a competitor starsportmed device. No further complications were reported.

Manufacturer narrative:
H2: additional information: b5: event description.